Event description:
The patient received a burn during electrotherapy treatment. The patient was being treated in the area of the lumbar for symptoms associated with the sciatica nerve. The patient did not express discomfort during the treatment. The clinician applied the interferential waveform, four pole, constant current, 400hz, with a frequency of 80/150hz. The vector was set to 40, but the treatment time and intensity was not provided. The patient completed the treatment. Post treatment, the patient sought medical care for a second degree burn in the area of the electrotherapy treatment. The details of the patient's post treatment care were not provided. The patient's progress was not impeded. The patient had electrotherapy prior to this event. The treatment electrodes had been used twelve times prior to this incident. The clinician explained the skin prep as "visual control of the skin".

Manufacturer narrative:
Device for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.